Event description:
It was reported that this device was suspected to exhibit early battery depletion. At a recent follow up 15% battery remained. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be explanted and replaced. In addition, a request regarding why the smartpass filter was disabled was inquired about. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device was suspected to exhibit early battery depletion. At a recent follow up 15% battery remained. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be explanted and replaced. In addition, a request regarding why the smartpass filter was disabled was inquired about. No adverse patient effects were reported. The device remains implanted. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device was suspected to exhibit early battery depletion. At a recent follow up 15% battery remained. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be explanted and replaced. In addition, a request regarding why the smartpass filter was disabled was inquired about. No adverse patient effects were reported. The device remains implanted. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.